Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that alerts were generated for an out-of-range atrial pacing impedance measurement and an automatic lead safety switch (lss) due to an impedance measurement greater than 3000 ohms. The lss resulted in an unsuccessful atrial automatic threshold (raat) test due to the device being in incompatible mode following the lss. A signal artifact monitor (sam-1) episode was observed which switched the sensing vector to the ventricle causing the minute ventilation (mv) signal artifact to be oversensed on the atrial channel. Review of the stored data was performed and there was an atrial tachycardia response (atr) episode which showed undersensing of the atrial arrhythmia signals and an atr which showed noise and oversensing on the atrial electrogram (egm). Further review was recommended. The system remains in service and no adverse patient effects were reported.